Manufacturer narrative:
Hamilton medical ag`s conclusion: the root cause of the issue was a defective power supply. Replacing the power supply solved the issue.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "ac mains is showing intermittently. Checked power supply and found output voltage is not continuous. Problem confirmed with power supply. Replaced new power supply. Issue resolved." Health impact: none health consequences and impact reported.